Event description:
A report was received that the patient was experiencing pain and discomfort as the battery site was rubbing the patient the wrong way. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post operatively.